Event description:
It was reported the single use mechanical lithotriptor became stuck and tore the sheath when trying to be removed. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.